Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined. Olympus medical systems corp. (Omsc) confirmed the following from the investigation. No information was provided about the internal state of the device. The device was not returned to omsc. From the above, omsc was unable to determine the cause of the reported event. In addition, the device was not returned to omsc, so the cause could not be surmised. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at (B)(4). As a result of the evaluation, the following was confirmed. -the damper was damaged. -the device has not been repaired in the last year. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus (B)(4) returned the device to olympus (B)(4) due to damage to the shock absorb pad. (B)(4) then inspected the device and found that the c tube was damaged and the amount of air was insufficient. This device is an olympus asset and there was no report of patient injury associated with the event.